Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Customer consumed carbohydrates to address bg. After the customer treated the low bg they experienced an elevated bg of "high"; although specific value was not provided. Cause was not known. Reportedly the customer contacted their healthcare provider for guidance on best treatment. A correction bolus was delivered to address bg. No further information could be provided.